Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 12 days following the implant of this transcatheter bioprosthetic valve, after the patient was discharged home, the patient presented to the emergency room after experiencing vomiting. A computed tomography scan and examination revealed non-occlusive intestinal ischemia. The patient was hospitalized and treated for the ischemia, however, the patient's condition worsened. The patient passed away in the hospital. Per the physician, the cause of death was the non-occlusive intestinal ischemia.

Manufacturer narrative:
Additional review of the event received shows there is no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Non-occlusive mesenteric ischemia (nomi). Nomi is most commonly due to primary mesenteric arterial vasoconstriction and often involves arterial spasm. It is often associated with hemodialysis patients, which was noted in this case. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. B5. A second paragraph was added. D. Suspect medical device expiration date; serial number; UDI# e. Facility street address was missing the street number h4. Device mfg date h6. Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 12 days following the implant of this transcatheter bioprosthetic valve, after the patient was discharged home, the patient presented to the emergency room after experiencing vomiting. A computed tomography scan and examination revealed non-occlusive intestinal ischemia (nomi). The patient was hospitalized and treated for the ischemia, however, the patient's condition worsened. The patient passed away in the hospital. Per the physician, the cause of death was the non-occlusive intestinalischemia. Additional information was received to report the patient was receiving hemodialysis treatment. Per the physician, this caused the nomi.